Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery and a failure of the device's lcd screen was observed. The device's internal battery and lcd screen were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Manufacturer narrative:
The manufacturer previously reported a failure of the lcd screen. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the lcd screen failing was due to electrostatic discharge (esd) damage.